Event description:
The account alleges that when doing biopsies with the introducer, they noticed reflux of blood through the hub of the introducer needle. A patient had fluid spatter in his eyes following biopsy of a pelvic mass.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.